Manufacturer narrative:
Batch records for final manufacture and qc record for cov2020185 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cov2020185 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
False positive result (s). False-positive results that had a colorless/grey t line. The customer stated: I took at least 10 tests which gave a colorless/grey t line when I was confirmed not positive with pcr. Here are the flowflex testing dates: (B)(6) 2022, (B)(6) 2022 (2 tests), (B)(6) 2022 (2 tests), (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2023, (B)(6) 2023. The lot number for one of the original tests (done in dec/jan) was cov2020185 with exp date of 9/26/23. Unfortunately, I do not have the lot numbers and expiration dates for the other tests. I did call and speak with someone at acon around that time when I had the issue initially. I provided a lot number for at least one of the tests back then in case it's possible to pull that information. (It could be that it's the same lot number above though.) Pcrs were done on (B)(6) 2022 and on (B)(6) 2023. (Documentation attached.) I'd like to add some information to my customer complaint. This is my test result from this morning (B)(6). It's the same faint pink line that I have been getting since (B)(6). I have been treating this as a rebound covid case and have isolated again with today being day 8. (My original day 0 was (B)(6); last day of paxlovid was (B)(6).) I did a test this morning with another brand and it was negative. I also did a test on (B)(6) with another brand and it was negative. I'm beginning to wonder if I had rebound at all or if I just keep getting false positives with flowflex. It's very hard to be confident either way with the results and extremely difficult to make the decision to spend time with an elderly relative based on the conflicting results. I'd really appreciate any input.